Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the ruby coil pusher assembly. The pusher assembly was bent in multiple locations throughout its length. The introducer sheath was bent in multiple locations throughout its length. The pull wire was protruding from the distal detachment tip. The embolization coil was detached from the pusher assembly, had a fractured stretch resistant (sr) wire, and was unraveled. The outer diameter (od) of an undamaged segment of the embolization coil was measured and found to be within specification. Conclusions: evaluation of the returned device revealed the pusher assembly and introducer sheath were both bent in multiple locations throughout their respective lengths. This damage likely occurred due to improper packaging of the device for return. Further evaluation revealed the sr wire was fractured and the embolization coil was detached and unraveled. Sr wire fracture typically occurs due to forceful retraction of the ruby coil against resistance, and will cause the embolization coil to detach. If the ruby coil is further manipulated after the sr wire becomes fractured, the embolization coil may become unraveled. Due to the detached and unraveled state of the embolization coil, as well as the return packaging-related damage found on the pusher assembly and introducer sheath, the root cause of the inability to advance the ruby coil could not be determined. The lantern mentioned in the complaint was not returned for evaluation. Ruby coils are 100% functionally tested during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, the physician was unable to advance a ruby coil through the lantern delivery microcatheter (lantern). Therefore, the ruby coil was removed and the procedure was successfully completed using new ruby coils and the same lantern. There was no report of an adverse effect to the patient.